Event description:
A customer reported that their pump unexpectedly displayed the reset screen without needing to be plugged into a power source to turn back on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed by technical support that the reset was a built-in safety feature conducted during routine pump system checks to ensure performance. The customer acknowledged the explanation, understood the implications such as needing to manually restart cgm sessions and reload the cartridge, and successfully resumed insulin.